Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus was unable to be calibrated as the cursor and stylus tip did not align on all areas of the screen and calibration did not resolve issue. Cleaned and reseated connection between xy board and overlay and completed 25-point calibration. It was noted that the display screen was not holding in place and the power cord bay was broken. It was further noted that the system fan was noisy. Additionally the media bay gasket and nylon standoff were replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedures the stylus of the programmer was unable to be calibrated and the programmer was unable to manipulate or activate tabs in the upper left-hand part of the display screen. It was further noted that as the programmer was being used only as an analyzer the part of the screen needed for that particular use was not affected and a different model programmer was used for final programming. No patient complications have been reported as a result of this event.